Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: extension. Product ID: 3389s-40, lot# va0jfxw, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3389s-40, lot# va0jlr4, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that there was an infection. Two extensions, two leads and the implantable neurostimulator were explanted on (B)(6) 2014. There was no alleged product issue. No diagnostic testing or troubleshooting was performed, it was not required. The patient was alive with no injury. The type of infection was unknown. It was unknown if a culture was taken or antibiotic treatment was necessary. The date of onset was not specified, it was discovered on (B)(6) 2014 in the clinic. The location of the issue was the lead extension connection location, extension location and the lead location. The patient was having the hardware removed at the time of this report and it was unknown whether or not the patient would be re-implanted. Additional information was requested, but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: extension. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: extension. Product ID 3389s-40, lot# va0jfxw, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 3389s-40, lot# va0jlr4, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID 3389s-40, lot# va0jfxw, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: extension. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: extension. Product ID 3389s-40, lot# va0jlr4, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead.

Event description:
Additional information received reported that the manufacturing representative had not heard anything from the managing physician and would expect that everything had worked out well.